Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead may be sensing the right ventricle. Possible atrial lead dislodgement was also noted post operatively.   The lead remains in use. No patient complications have been reported as a result of this event.